Event description:
It was reported by service report that the cot would not unlock to go into different heights. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.